Event description:
Complainant alleged that during biomed testing the charge ready light would stay illuminated on the paddle and device displayed a cable fault message with multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.